Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) could not be deployed. Hemostasis was achieved using manual compression for 30 minutes or less. There was no reported patient injury. A retrograde approach was used. The physician was certified in the use of the device. There were no signs of damage before use. The femoral artery suitability was confirmed through angiography with appropriate insertion angle and vessel characteristics, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was stored and prepared according to the instructions for use (IFU). The vcd was used in an interventional procedure. The device was used in the femoral artery, where the vessel diameter was confirmed to be at least 5 mm, and there was no vessel tortuosity. The user did not fully shuttle down the system, advancing only to the green mark, but no significant resistance was encountered, and no unusual force was applied during sheath retraction. The advancer tube was engaged and visible. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe returned detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was found exposed next to the balloon, in the proper deployed position, and the advancer tube was returned exposed. On the other hand, the sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A deployment simulation could not be performed in accordance with the device¿s IFU due to the condition in which the sealant and advancer tube were received. However, a shuttle displacement evaluation was conducted. Prior to testing, the exposed sealant was manually removed, and the sealant sleeve was fully retracted. It was observed that the shuttle cartridge advanced and retracted to and from the black handle without issue. Additionally, an inflation/deflation test was performed, during which no issues were observed. The balloon inflated and deflated as expected, confirming proper functionality. An additional assessment was conducted by holding the unit vertically from the handle with the shuttle engaged; it was observed that gravitational force did not promote disengagement of the shuttle from the handle. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device as it was received with the sealant in the proper deployment position on the catheter and there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device was received with the sealant/advancer tube deployed on the catheter with no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors (user error), as it was reported that the user did not shuttle down completely (although it was also reported that the advancer tube engaged and visible, and that the sealant was not deployed, which does not match the device¿s returned condition). It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) could not be deployed. Hemostasis was achieved using manual compression for 30 minutes or less. There was no reported patient injury. A retrograde approach was used. The physician was certified in the use of the device. There were no signs of damage before use. The femoral artery suitability was confirmed through angiography with appropriate insertion angle and vessel characteristics, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was stored and prepared according to the instructions for use. Vcd was used in an interventional procedure. The device was used in the femoral artery, where the vessel diameter was confirmed to be at least 5 mm, and there was no vessel tortuosity. The user did not fully shuttle down the system, advancing only to the green mark, but no significant resistance was encountered and no unusual force was applied during sheath retraction. The advancer tube was engaged and visible. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional review. However, it will be submitted within 30 days upon receipt.